Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event where infusion set leaks at quick release on (B)(6) 2026. The infusion set was used for six days.